Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2023 due to pain and electrical shock sensation from the implant with and without implant use. Subsequently, the patient was treated with oral antibiotic. The implanted device remains.

Manufacturer narrative:
This report is submitted on january 18, 2024.

Manufacturer narrative:
Per the clinic, it was reported that the device was explanted on (B)(6), 2024. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on (B)(6) 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 16, 2024.